Event description:
The pt reportedly experienced overly loud sensations in the last three months. Testing performed confirmed that the device was functioning. Programming adjustments were made. The pt continued to be monitored by the center in december 2004, the pt reportedly experienced an overly loud sensation. The decision was made ot scheduled surgery to explant the pt's c1 device.